Manufacturer narrative:
The device was returned, and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the output connector on the video system center was broken and could not be connected. When they inserted the camera, they bent the pins upwards connector piece and got the error message that camera would not work ¿ no image. The issue occurred during preparation for use for an unspecified therapeutic procedure. The intended procedure was completed using a similar device, and without delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: confirmed they bent the pins upwards connector piece. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "no image" was caused by a communication abnormally with camera head caused by bent connector pin. Olympus will continue to monitor field performance for this device.